Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hv cable assembly was removed and replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system would not perform fluoroscopic x-ray. No patient injury was reported.